Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation and the answers to the follow-up question obtained on (B)(6) 2010. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra meter is giving inaccurate high readings that was consistently about 75-100 points higher than the clinical meter. The patient's diabetes is managed with oral medication and self adjusting insulin per the lfs meter readings. According to the patient, he would develop symptoms of "shaky and sweaty" at least once or twice week in the middle of the night after he took insulin based on elevated readings in the "350 to 375 mg/dl" obtained on the subject meter. Self treatment with food/drink was obtained by the patient to abate the symptoms. According to the troubleshooting performed with customer service, the time difference between the clinic's meter and the subject meter were within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms that can be associated with hypoglycemia and received treatment accordingly after he took insulin per the alleged inaccurate high readings.